Event description:
A 7mm diameter x 60mm length bridge assurant biliary stent was implanted in a pt for treatment of a right iliac artery stenosis in 2002. Vessel morphology and lesion calcification are unk. It is unk if the lesion was pre-dilated. It was reported that the advancement of the stent delivery system through the 6 french sheath was met with slight resistance and the device was tracked to the intended position. As the balloon was inflated, the stent "dog boned" and did not fully deploy. The physician made several unsuccessful attempts to fully inflate the balloon. The physician then attempted to remove the device. However, the balloon would not deflate. The physician felt that the catheter was kinked; therefore, he rotated the catheter several times. The balloon was inflated and the stent was successfully deployed. The balloon was then inflated to 26 atm (atmospheres) to burst the balloon and enable the removal of the device from the pt. No clinical sequelae were reported, and the pt is reported to be fine. The device was discarded and is unavailable for analysis.